Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. A review of the manufacturing documentation associated with lot f1913602 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) does not go down during procedure. There was no reported patient injury. The device is expected to be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. As reported the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) does not go down during procedure. There was no reported patient injury. Additional procedural details were requested but not provided. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that the shuttle cartridge was engaged to the black handle with the stopcock open, and the advancer tube and sealant were observed to have remained in their manufacturing position as received. The syringe and procedure sheath were not returned with the device. It was reported that ¿the shuttle of a 6f-7f mynxgrip vascular closure device (vcd) does not go down during procedure.¿ however, the sealant sleeve of the returned device remained in the manufactured position, which indicated that the device may have not been inserted into an existing procedure sheath. However, it is unknown if the device was manipulated post the procedure. The procedure sheath involved in the reported complaint was not returned with the device. Therefore, a physical evaluation to determine whether there was damage to the procedural sheath that could have obstructed the device path could not be made. Shuttle down procedure was simulated on the returned device, and significance resistance was felt. It was found that the sealant of the returned device had stuck to the device components and caused the resistance. The sealant was loosened from device components, and the shuttle cartridge was able to be advanced completely without issue. The device performed as intended per the mynxgrip instructions for use (IFU). The shuttle cartridge & catheter were inspected for defects/anomalies which may have contributed to the reported failure. No defects/anomalies were observed. Visual inspection at high magnification showed that the sealant grip tip of the returned device was exposed to moisture/blood and adhered to the device components, which may have contributed to the reported failure. A product history record (phr) review of lot f1913602 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. Based on the information provided, the condition of the returned device and the investigation performed, the failure reported as shuttle advancement issue was confirmed, and the reported failure might have been caused by the sealant prematurely hydrating and increasing the profile, which created resistance and obstructed the device path during the procedure. However, based on the limited provided information, the root cause of the reported complaint could not be conclusively determined. According to the product instructions for use, users are instructed that while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Blood within the device may cause the sealant to swell which will cause resistance as the user shuttles down.¿ neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken.